Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked before use. The following information was provided by the initial reporter: patient was with acute bronchitis on (B)(6) 2020, patient went to hospital outpatient clinic, given intravenous infusion therapy, at 9:30 on (B)(6) 2020, patient was to give intravenous puncture success, about 9 pm on (B)(6) 2020, 35 patients feel the back of the hand with liquid flow, care right away to see, found that infusion needle and joint leakage, found needle joint crack, immediately stop using the needle. The puncture needle was replaced and re-punctured, but the above situation did not occur again.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262111. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked before use. The following information was provided by the initial reporter: patient was with acute bronchitis on (B)(6) 2020, patient went to hospital outpatient clinic, given intravenous infusion therapy, at 9:30 on (B)(6) 2020, patient was to give intravenous puncture success, about 9 pm on (B)(6) 2020, 35 patients feel the back of the hand with liquid flow, care right away to see, found that infusion needle and joint leakage, found needle joint crack, immediately stop using the needle. The puncture needle was replaced and re-punctured, but the above situation did not occur again.